Event description:
A polaris adjustable valve has been implanted on a patient. As the neurosurgeon thought that the valve was blocked, it was explanted. Implantation and explantation dates unknown.

Manufacturer narrative:
Analysis shows a valve without sign of obstruction. According to different tests, the valve is conform. The alleged failure cannot be duplicated. No corrective action done.